Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they could confirm the reported issue. However, the site did not provide confirmation of purchasing the necessary part replacement for resolution.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. ' site has not confirmed service.

Event description:
A site representative reported that, while outside of a procedure, the monitors for the navigation system displayed that there was no signal. Restarting the system did not restore functionality. To restore functionality, the adjustment of the front panel would restore functionality. There was no patient present when this issue was identified. No additional information was provided.